Event description:
Caller tested 3.6 inr and 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.7 inr. Caller held her coumadin dose based on the meter results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.